Event description:
In 2008, a report was rec'd that a single platelet donation of 600 ml, was split into 3 prods and transfused to 3 separate pts. Each pt experienced symptoms following their transfusions that the customer feels are associated with the split prod. Two of the three prods were tested by the transfusing facility and tested positive for coag-neg staph. This report is for pt # 3. Pp3: young postpartum female experienced fever following platelet transfusion. It was stated that although this was not recognized as a reaction, she was prophylactically started on antibiotics and symptoms resolved.

Manufacturer narrative:
The sample was not returned to fenwal for eval. Additional investigation activities: a two yr review of prod code 4r2341 did not identify any similar reports. A review of the complaint lot n07i20010, did not reveal any similar reports of suspected bacterial contamination. The mfg facilities reviewed batch records for this and surrounding batches, which included sterility test results, pyrogen testing, bioburden, inprocess and final chemical analysis, particle analysis, solution filter testing with no exceptions noted and all results within applicable spec. Per fenwal medical dir: septic reactions are recognized adverse events associated with platelets transfusion. They usually occur due to bacterial contamination during collection. Recent data indicate that bacterial cultures on day one after collection misses about 50% of bacterial contaminated units. Based on info rec'd and reviewed no casuality relationship between this event and the fenwal amicus apheresis kit has been identified. This constitutes a final report.